Manufacturer narrative:
Corrected a.1 and h.6 investigation codes. The sheath was received for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to sheath liner delamination and/or sheath distal tip split. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. During visual inspection, the sheath shaft was noted to be bent, likely due to packaging. Circumferential liner delamination was noted for a length of 13cm from the distal tip, with liner bunching. The distal tip opened, as designed, but with a minor tip split. The c-marker band was present and intact. Minor soft tip damage was observed. The IFU, device preparation manual, and device procedure manual were reviewed. During delivery system removal, the user is instructed to completely unflex the delivery system. Ensure flex tip is still over the triple marker, the balloon lock is locked, and the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The sheath liner delamination and sheath distal tip split were confirmed through evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during procedure, the ds advanced through the esheath with normal resistance and the valve was correctly deployed. After that, the balloon was deflated until no volume was retained inside, and the withdrawal maneuver started after the enough time. The ds was coaxial aligned into the distal end of the esheath but it could not be withdrawn up to the half part of the esheath... Any abnormalities were found with the esheath or the ds prior to the insertion. After removal, the esheath did not present any damage.''. Per evaluation of returned device, the liner was circumferentially delaminated for a length of 13cm from the distal tip. The distal tip was opened as designed but had a minor tip split. It is possible that during the withdrawal difficulty of the delivery system, the delivery system caught onto the sheath liner and lead to the delamination. Excessive manipulation may have been used to overcome the withdrawal difficulty, further contributing to the liner delamination and leading to the tip split. The delaminated and bunched liner may have then also contributed to the distal tip split. As such, available information suggests that procedural factors (withdrawal difficulty, excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the delivery system advanced through the esheath with normal resistance and the valve was correctly deployed. After that, the balloon was deflated until no volume was retained inside, and the withdrawal maneuver was started after sufficient time. The delivery system was coaxially aligned into the distal end of the esheath, but it could not be withdrawn up to the midpoint of the esheath. The delivery system was successfully removed as a unit with the esheath. The patient did not suffer any harm nor vascular injury and was noted as to be discharged. There were no abnormalities found with the esheath or delivery system prior to the insertion. Pre-decontamination evaluation of the returned device found the esheath liner circumferentially delaminated and a small distal tip split.